Event description:
Additional information reported that they had no relief from the pump since 2004. The patient broke their knee from the bathroom commode, and therapy had "fizzled out" since then. When the pump was first placed, they felt like they were "21" again. The patient had five surgeries and had gotten "relief a couple times" since then. The patient jokingly told the health care provider (hcp) to "put them out of his misery," and the hcp took them literally and sent out an ambulance/police/fire departments. They thought that the patient was going to commit suicide, but the patient confirmed that he was not.

Event description:
It was reported that the patient never had therapeutic effect, however, it was stated that the pump was effective from (B)(6) 2003 to (B)(6) or (B)(6) 2004. It was reported that, in (B)(6) 2004, the patient broke his knee while fixing his car. The reporter stated that the catheter may have been pulled from the intrathecal space at that time. The drug used in the system was morphine. About three years later, it was reported that the catheter had "come out" about four times since 2003, though the reporter stated that it was anchored "in there good" at the time of report. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).